Event description:
The reporter indicated that one of his vns patient's was experiencing "increasingly poor seizure control." The cause of the event and its relationship to vns therapy is unknown. Good faith attempts for additional information have been unsuccessful to date.